Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the reservoir had rewind anomaly. The patient¿s blood glucose levels were 174 and 66 mg/dl at the time of the incident. The customer was advised that the reservoir needs to be replaced. The device is expected to be returned for analysis.

Manufacturer narrative:
Pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No rewind anomaly and no under delivery anomaly noted and passed the delivery accuracy test. Pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, broken reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label, broken belt clip slot and cracked case reservoir tube window corner.